Event description:
The customer reported that the insulin pump was squirting out insulin. Troubleshooting was performed. The caller stated that it was like the device did not notice the reservoir, and it just kept pushing. The customer also mentioned that he noticed the bottom part of the piston next to the end cap sticker was pushing out. Advised the caller to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Prime alarm during basic occlusion test due to loose drive support disk. Unable to perform prime test due to loose drive support disk. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.